Manufacturer narrative:
It was indicated by the end user that the reported defective device is available to be returned for evaluation. To date, the device has not been returned. Attempts are being made to obtain the sample from the end user for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the end user, during an angiographic procedure, the tip of the angiographic catheter was damaged. The physician successfully removed the catheter tip from the patient. There was no harm or injury to the patient.